Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Visual inspection revealed the solenoid mound caused a complete leak down. The service technician replaced the solenoid manifold and issue resolved. Carefusion received the solenoid manifold for further evaluation on 22 september 2016. A follow up report will be submitted once evaluation has been completed.

Event description:
The customer reported model lap top ventilator 1150 was not properly cycling and giving high pressure alarms while connected to a patient. The patient was removed from the ventilator and placed on a back up unit. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Carefusion was able to verify the reported issue from the third party service technician. During initial bench testing and calibration testing, the solenoid mount along with a golden testing ventilator, failed the calibration test, failed the leak test, and failed the bench testing with a high peep leak test. Visual inspections did not reveal any anomalies; but further investigation and testing found one of the peep solenoid mount¿s had overheated and was working intermittently. Carefusion scrapped the solenoid mount and tubing assembly after testing was complete.